Event description:
A caller reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the ongoing issue with consecutive cartridges and resolved it by sending a replacement pump. Customer continued to use pump for insulin therapy.